Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose readings from the reservoir. The customer's blood glucose reading was 580 mg/dl. The customer stated that the catheter does not have any leaks. The customer reported absence of no delivery alarm. The customer will be sent a replacement pump.